Event description:
It was reported that they cut the nerve during the first implant. The patient noted her doctor said everything looked fine.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # j0405876v, implanted: (B)(6) 2004, product type lead; product ID 3031a, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type extension. (B)(4).